Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is powering on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has been able to duplicate but had customer check event log. Found in event log unit powered on 4/15 at 8:57pm and powered off 4/16 at 3:04pm. The customer states he will verify with staff on timing. The customer knows that the device has not been in use so does not see a reason for someone to turn the ventilator on. The rse informed the customer of the following troubleshooting per manufacturer: replace the ui pcba. Replace the power switch overlay. Replace the pm pcba. The customer is requesting part number and price for replacement ui pcba. The rse provided the customer with the part ID for the pcba,ui 2nd gen,v60 for the repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.